Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a extremely dusty sensor at the base, the entire inside of the device was very dusty. After the entire device was cleaned, a check was performed, which was fine. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported that during preparation for use, the image was blinking, and the narrow band imaging (nbi) was not possible on the evis exera iii xenon light source. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the image flickering issue was due to dust accumulation in the sensor. The device was cleaned, and a check was performed, and the device was considered ¿fine¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.